Event description:
It was reported that when patient presented to the operating room for a normal device implant procedure, device back up vvi mode was observed on the device. Telemetry connection on the device was lost and the device underwent backup vvi mode however the device was pacing vvi. Upon device interrogation, only dashes were displayed. Device was not implanted and a device download was not performed. A new device was implanted. Patient was stable post procedure and will continue to be followed normally.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to por. Further analysis could not determine the cause of the por as the device was above eri and exhibited normal characteristics.